Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a 7" (18 cm) appx 0.45 ml, pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where it was reported that when connecting to newly inserted IV catheter, blood is leaking around the device at the IV catheter connection unless it¿s forcefully tightened, we have had several occurrences of blood leaking onto the patient and bed while placing lines with these connectors. There was patient involved and unknown human harm. The event occurred on an unspecified date.